Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that an unknown biolox hip was implanted on (B)(6) 2014 on the left side. The patient underwent a revision surgery on (B)(6) 2014 due to instability and dislocation. The same patient is treated with (B)(4).

Manufacturer narrative:
A technical investigation was not possible to be performed, as the device was not at hand for investigation. X- rays and surgical reports were received and reviewed. The anteversion angle of the cup was 25 degree. However, the ideal angle given by the surgical technique is 20 degree. This could have been a cause for the reported dislocations. Additionally it is not mentioned in the surgical reports if the soft tissue tension was firm. Possible causes for the reported event according to dfme: mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination. Based on the given information and the results of the investigation, it was not possible to identify a specific root cause for the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).